Event description:
Patient was revised to address acetabular cup loosening. Update medical records were received. The operative report indicates that there was corrosion at the sleeve/stem taper. Additionally dark-colored fluid was encountered upon opening the fascia. Update litigation alleged the asr hip was explanted due to pain, stiffness, discomfort, weakness, immobility and toxicity of metal in the body. During the revision surgery the physician noted, a small amount of dark-colored fluid was encountered upon opening the fascia.

Event description:
Patient was revised to address acetabular cup loosening. Update: (B)(6) 2012 - medical records were received. The revision operative report indicates that there was corrosion at the sleeve/stem taper. Additionally dark-colored fluid was encountered upon opening the fascia. Update: (B)(6) 2012 - this is a clinical patient. There is no new information that would change the outcome of the investigation. Update (B)(6) 2013. Litigation alleged the asr hip was explanted due to pain, stiffness, discomfort, weakness, immobility and toxicity of metal in the body. During the revision surgery the physician noted, a small amount of dark-colored fluid was encountered upon opening the fascia. There is no new information that changes the outcome of this investigation. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised to address acetabular cup loosening. **update** (B)(4) 2012 - medical records were received. The revision operative report indicates that there was corrosion at the sleeve/stem taper. Additionally dark-colored fluid was encountered upon opening the fascia.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the provided product/lot code combinations finds no other reports. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Depuy still considers this investigation closed.